Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-apr-2021, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer reseated the cables, tightened the external pyxis bus cables, power-cycled the unit, and performed inventory. Testing was completed successfully, and operation was confirmed as ok. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a failed drawer, the issue kept recurring and affecting different drawers. The affected drawer was ICU drawer 6, and the error displayed was device not detected on bus. The customer mentioned that they were able to recover the drawer temporarily, but it continued to fail again later. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.